Manufacturer narrative:
(B)(4).

Event description:
Pt's mom calling to report "bt off" message on app.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bluetooth connection between transmitter and mobile app issue occurred. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.